Manufacturer narrative:
(B) (4) coil protrusion. PMA# or 510k#: k012985 and k031168. Anticipated procedural complication. The subject device remained implanted; therefore, physical analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specification nonconformance or misuse. However, coil protrusion and neurological symptoms are known and anticipated complications associated with coil embolization procedures and are listed as such in the direction for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to this event.

Event description:
During the index procedure, a total of seven coils were deployed into the left anterior cerebral artery aneurysm. Embolism and coil protrusion were reported as technical complications associated with the procedure. Immediately after treatment the subject was improved. It was reported that the patient underwent successful reintervention eight months (date unknown) post index procedure. No additional information was available.